Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 2 and 3 cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient line inserted for long term therapy. Patient presented for infusion therapy during which line noted to be leaking. Infusion stopped and line removed after medical review. Line inserted (B)(6) 2024, left basilic vein, mark at skin 6cm, skin to hub 16cm. Line secured with transparent dressing, securacath retainer and glue. Additional information received 07/14/2024: leak was identified by a wet dressing when flushing. Line was in place for 101 days. Leucovorin being infused. Change in treatment with PICC being replaced. Dressing technique: as per protocol, aseptic. No kinks were seen. Cleaning product: chloraprep. A new line was inserted on (B)(6) 2024 to continue chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient line inserted for long term therapy. Patient presented for infusion therapy during which line noted to be leaking. Infusion stopped and line removed after medical review. Line inserted (B)(6) 2024, left basilic vein, mark at skin 6cm, skin to hub 16cm. Line secured with transparent dressing, securacath retainer and glue. Additional information received 07/14/2024: leak was identified by a wet dressing when flushing. Line was in place for 101 days. Leucovorin being infused. Change in treatment with PICC being replaced. Dressing technique: as per protocol, aseptic. No kinks were seen. Cleaning product: chloraprep. A new line was inserted on (B)(6) 2024 to continue chemotherapy.